Event description:
Tenderness at injection site, itching at injection site, induration at injection site. Report received from a staff member ina physician's office, in 2005 regarding a male patient, initials j-r, with no known allergies and no history of autoimmune disease, who has received injections of restylane in the past without any untoward effects. The patient received injections of captique one day earlier to the nasolabial folds and secondary smile lines. In 2005, eight weeks after treatment, the pt experienced tenderness, itching, and induration all at the injection sites. She was examined by the physician who prescribed oral prednisone. At the time of the report, the patient had not yet recovered. No further information was provided.